Event description:
During procedure, while attempting to engage the echelon circular stapler it would not fire. The stapler became stuck and would not work as intended. The stapler was removed from the patient and another stapler was then used to complete the surgery.